Manufacturer narrative:
This report is submitted on january 03, 2017.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2016 prior to an MRI scan, re-implantation is planned but has not taken place as of the date of this report.